Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event as the programmer is able to communicate and interrogate normally. Review of the provided files is still ongoing, results are not available yet.

Event description:
Reportedly, on 19-june-2025, the programmer displayed at least a couple of times the error message: "synergy programmer software stopped working". Also, the on/off button is broken.

Event description:
Reportedly, on (B)(6) 2025, the programmer displayed at least a couple of times the error message: "synergy programmer software stopped working". Also, the on/off button is broken.

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. The programmer works correctly, and no error message is display. Review of the files permit to confirm that multiple crashes on reply and bradywireless occurred on (B)(6) 2023-(B)(6) 2025. Sessions do not end with normal traces. This issue was caused by a known bug, leading the programmer module to crash during aida reading. The main cause of this bug could not be clearly established. This case is retained and utilized for trend purposes.